Event description:
It was reported that the patient called to report the device "malfunctioned" and the patient's heart "went flat" during hip surgery. Follow up information reported that it is believed the patient went into bradycardia during the procedure when a magnet was inadvertently placed on the patient. The device was checked and no problems were found. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.